Event description:
It was reported incomplete mesh. The device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair records for pn 00770302000 determined these cutters failed the cut test. The cutter gears and collars were replaced; however, cutters cannot be fully repaired without replacement. Review of the previous repair records for 00770302000 identified these cutters failed the cut test and the gears and collars were replaced which is related to the reported event. However, cutters cannot be fully repaired without replacement. Review of the device history record for pn 00770302000 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair records for pn 00770302000 determined these cutters failed the cut test. The cutter gears and collars were replaced; however, cutters cannot be fully repaired without replacement. Review of the previous repair records for 00770302000 identified these cutters failed the cut test and the gears and collars were replaced which is related to the reported event. However, cutters cannot be fully repaired without replacement. Review of the device history record for pn 00770302000 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported incomplete mesh. The device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.